Event description:
When a pt was placed on the 3100a, the user reported the 3100a would not ventilate (would not oscillate). The user also reported that the 3100a had failed to meet the performance check for delta-p (too low) but was used on the pt anyway. The pt was placed on another 3100a without compromise.